Manufacturer narrative:
Investigation: the instrument is not available for investigation. Only a picture was provided by the customer. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and found to be valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: based on the device history record we exclude a material or manufacturer related error. It is liable that a mechanical overload situation led to the breakage. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not /returned.

Event description:
Country of complaint: (B)(6). It was reported that the wound was opened with scissors and the scissors broke through.